Event description:
It was reported during implant, that multiple attempts were made to extend the helix of the right ventricular (rv) lead but the helix never would deploy in the body. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.